Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2002. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy, bilateral salpingo-oophorectomy, mccall's culdoplasty.